Event description:
The pt is reportedly experiencing sound quality issues, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.